Manufacturer narrative:
(B)(4).

Event description:
It was further reported via facility medwatch mw5058427 that the patient underwent cardiac catheterization, selective coronary angiography, rotational atherectomy of the left anterior descending artery (lad) and percutaneous coronary intervention (pci) of the lad with a 3.0x32mm non-bsc stent and rotational atherectomy and pci of the ramus intermediau with a 2.5x15mm non-bsc stent. The 1.5mm burr would not pass across the entire lesion but would lodge at the lesion. When the burr was removed, it was noted that the rotawire was fractured leaving the distal portion of the wire in the coronary artery. Attempts to retrieve the broken portion was unsuccessful.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2015-09312. It was reported that a rotawire fracture occurred. A rotablator burr and 330cm rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that a piece of rotawire broke off and stayed in the body. The procedure was stopped at that point. No further patient complications were reported and the patient's condition was fine.